Manufacturer narrative:
Device used for treatment, not diagnosis unknown : lot. Device is an instrument and is not implanted/explanted without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe, reports an event in (B)(6) as follows: the surgeon reported that he couldn¿t measure the depth correctly with the reported depth gauge. It indicates 10mm longer than the actual length. Surgical delay 10 min, no patient harm reported. This report is 1 of 1 for (B)(4).